Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue piece) and the main body of the minicap transfer set; further described as ¿the dark blue piece is twisting out of the transfer set¿. The nurse had a difficult time disconnecting the patient line of the amia cassette from the female connector. The nurse twisted the dark piece out enough to hold it with a clean wash cloth to disconnect the patient line from the transfer set. This was observed during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.